Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported there was damage to the loudspeaker. It was unknown if the speaker was able to produce sound, or not. There was no adverse event or patient harm reported.